Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A family friend of a patient reported via social media that following an intraocular lens (iol) implant procedure, the patient has bad eyes that burn, itch, water, are painful, and he has a hard time seeing. The friend also reported that the patient had a laser procedure. No additional information is expected.